Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.50 x 20 mm nc trek balloon dilatation catheter (bdc) to 18 atmospheres, a 3.00 x 20 mm nc trek bdc to 20 atmospheres and a 3.50 x 15 mm nc trek bdc was used for further pre-dilation and was advanced to the lesion without resistance. Upon inflation to 8 atmospheres it was observed that contrast medium was not visible in the entire balloon, though the balloon was fully inflated. Several attempts were made to deflate the balloon without success. Due to the vessel size the inflated bdc was able to be removed from the anatomy with no resistance felt and another nc trek bdc was used to successfully complete pre-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.